Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the reported damage observed on the powermidline was confirmed and the cause appeared to be associated with use of the device. One 4fr single-lumen powermidline was returned for investigation. The sample exhibited evidence of use. A non-vad injection cap was attached to the purple connector. A dry red colored residue was observed on the external surface of the catheter. The tubing extended 1mm beyond the 14cm depth mark. The cross section at the distal end of the tubing was microscopically examined and was noted to be glossy and striated, which was consistent with a cut made with a sharp instrument. A functional and tactual investigation revealed a breach in the tubing at the 3 and 6 cm depth marks. The adjoining surfaces of the catheter were noted to be glossy and striated, which was consistent with sharp instrument damage. Since the tubing was apparently cut with a sharp instrument in three locations, the complaint was confirmed, and it appeared that the damage occurred during use of the device. The product IFU states, ¿do not allow accidental device contact with sharp instruments. Mechanical damage may occur. Use only smooth edged, atraumatic clamps or forceps.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the clinician was doing an over the wire exchange from a midline to a PICC and the midline broke off into the patient at the 14cm mark. Patient was sent to hospice with midline existing in his pulmonary arterty.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the clinician was doing an over the wire exchange from a midline to a PICC and the midline broke off into the patient at the 14cm mark. Patient was sent to hospice with midline existing in his pulmonary artery.